Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 for the same event. It was reported that during a left femoral ortho case, it was observed that the small battery drive and the quick coupling device were not catching the femoral nail while in use together. As a result, there was a five minute delay in the surgical procedure. It was reported that spare devices were available for use to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.